Event description:
On (B)(6) 2012, it was reported that the pt has experienced elevated blood glucose levels for 4-5 weeks. The pt disconnected from the infusion site and insulin flowed from the cannula. The pt thinks that the infusion device failed to display e4 (occlusion error). The pt only uses the infusion device for basal deliveries; he utilizes insulin injections instead of bolus delivered via the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.